Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets fell off during use starting 30-may-2024 till 09-june-2024. Infusion set has been used for less than a day (for one ifs) to others for a day or two. The blood glucose level noticed was 200mg/dl for one and 311mg/dl for another one. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.